Event description:
The implantable neurostimulator was replaced due to normal battery depletion. There was no pt injury associated with the event. The pt recovered without sequela after device replacement.

Manufacturer narrative:
(B) (4). Neurostimulator (B) (4). Analysis of the ins found that the wire bonds were broken between the hybrid circuit and the battery terminals internal to the device.